Event description:
Paramedics used the device to monitor the ECG of a person complaining of chest pain. The pt was initially connected to the device using a 3-lead pt monitoring cable. The device allegedly failed to display the pt's ECG and displayed only dashed lines. The operator subsequently attempted to monitor the pt's ECG using disposable defibrillation/pacing/ECG electrodes. The device allegedly continued to display only dashed lines. After approximately 4 minutes, the device properly displayed the pt's ECG in the paddles lead for the remainder of its use. There were no adverse affects to the pt reported as a result of the alleged malfunction.